Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were unresponsive. Customer's blood glucose was 236 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also stated their fill cannula was set at 4.3 units when it should be at 3.0 units. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed with test glucose meter. The insulin pump communicated with glucose meter and transfers properly the 49mg/dl value. The insulin pump was received with intermittent buttons due to unlocked connector at lcd board. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.